Manufacturer narrative:
(B)(4). Physio-control evaluated the customer device and was unable to replicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display of their device became black, during patient use. The device could not be restarted by pressing the power button. After holding the power button down for a longer period of time, the device eventually rebooted. In this state, defibrillation therapy would not be available, if it were needed. Physio-control contacted the customer in order to obtain the patient outcome; however, no response has been received.

Manufacturer narrative:
Physio-control further evaluated the device data and observed the device experienced one unexpected power off event on the event date, 09/30/2018. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display of their device became black, during patient use. The device could not be restarted by pressing the power button. After holding the power button down for a longer period of time, the device eventually rebooted. In this state, defibrillation therapy would not be available, if it were needed. Physio-control contacted the customer in order to obtain the patient outcome; however, no response has been received.